Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil was used during a transurethral ureterolithotripsy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the physician noticed that the retrieval coil was detached at the radiopaque marker part of the distal end when the physician attempted to remove this retrieval coil after crushing the stone with a lithoclast. The detached part was completely retrieved using forceps. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil was used during a transurethral ureterolithotripsy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the physician noticed that the retrieval coil was detached at the radiopaque marker part of the distal end when the physician attempted to remove this retrieval coil after crushing the stone with a lithoclast. The detached part was completely retrieved using forceps. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual assessment of the returned stone cone nitinol urological retrieval coil was performed and it was noted that the coil/cone was detached/separated. The detached cone was not returned. The handle was not returned. The blue sheath/white heat shrink was not returned. The core wire was broken and was exposed. The device would not open and close freely because the cone was not returned. A device history record review was not performed as the lot number is unknown. Following a detailed device analysis, it was noted that there is not enough information to justify what caused these failures. Therefore, ¿undeterminable¿ is selected as the most probable root cause classification.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.